Event description:
The handheld was returned to the manufacturer and analysis could not confirm the reported allegation. The reported complaint is associated with the handheld and not the vns software as the error occurred during boot-up before the vns software was loaded. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software, databases, or the programming wand were identified. The flashcard, software, and programming wand performed according to functional specifications.

Manufacturer narrative:
Type of device; name; corrected data: the reported complaint is associated with the handheld and not the vns software.

Event description:
The physician is unable to turn his handheld on. When a hard reset was performed, the handheld turned on; however, it was stuck at the hp screen. A hard reset was performed again, but the device was stuck on the same screen. No other information was provided.